Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed premature battery performance on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
Additional information received indicates that during the explant procedure the patient experienced a flat line and required resuscitation.